Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she had a seizure and then had low blood glucose levels. The customer also received a motor error alarm. The customer's blood glucose level was 26 mg/dl. The customer treated with food, and then the paramedics were called. The paramedics treated the customer at her home with glucagon. The customer refused to go to the hospital. The customer preformed the displacement test and it passed. The customer was able to rewind the device. The customer was advised that the alarm was caused by a connection issue. The customer was advised to monitor the device and call back if problems recurred. Nothing was replaced or returned for analysis.